Event description:
It was reported that the first screw on the extension connection had to be counter-turned in order to allow the lead to be placed in it. The screw was too tight and the lead could not be advanced. Once counter-turned, the lead was able to be advanced without problem. The extension remained in situ. It was reported that there was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).